Event description:
It was reported that the burr became stuck on the wire. A 2.00mm rotapro and rotawire were selected for use in an atherectomy procedure in severely calcified lesion. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire. During insertion, the burr became stuck on the wire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system with the rotawire. The burr catheter was received attached to the advancer unit with the rotawire inside the rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the rotapro device. The rotawire was received inside the rotapro device, so the wire was attempted to be removed. The rotawire was able to be moved distally out of the burr catheter with no resistance or issues. Hence, the wire was not stuck on the wire. Product analysis did not confirm the reported event, as the rotawire was able to be removed from the rotapro device with no resistance or issues.

Event description:
It was reported that the burr became stuck on the wire. A 2.00mm rotapro and rotawire were selected for use in an atherectomy procedure in severely calcified lesion. The rotapro was prepped and platformed at 180,000 rpm outside the patient, then advanced over the wire. During insertion, the burr became stuck on the wire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another of same device. There were no patient complications reported.